Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump continued to emit multiple loss of prime alarms after changing the cartridge multiple times. The reporter stated that the cartridge cap was secure and there was no damage to the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 01/29/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test was performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The pump was tested on 01/18/2014. A review of the pump¿s history showed a loss of prime warning associated with low non-zero force. An ez prime sequence and 24 hour exercise were successfully completed with no alarms or loss of prime warnings being duplicated. The force sensor was found to be in calibration.

Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings:a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.